Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding explant details were unsuccessful. The recipient's device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report.

Manufacturer narrative:
The recipient will not be reimplanted at this time.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing a skin flap infection. The recipient was prescribed bactrim and doxycycline. The recipient was recommended device non-use until the area is healed. The recipient's infection is improving.

Manufacturer narrative:
The recipient's infection reportedly resolved, however, the decision was made to explant the device due to other medical issues.